Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment and fragment removal could not be conclusively determined.

Event description:
Voluntary medwatch number: mw5082982. During an elective ventricular tachycardia procedure, the distal portion of the sheath detached below the skin surface. The sheath was kinked before inserting the catheter. The catheter was inserted but approached the kink. When the catheter was being removed, the distal tip of the introducer had detached below the surface of the skin. The procedure was stopped and the introducer tip required surgical intervention to remove. The patient was transferred to another facility for the ablation procedure in stable condition.